Event description:
(B)(4). Horrible joint pain, mostly right side. Lower back pain. Horrible cramps and random menstrual cycles. Depression, 40-50 lb weight gain, severe mood swings.

Event description:
(B)(4). Had hysterectomy on (B)(6) 2016 taking tubes with essure and cervix, leaving ovaries. Mood swings and depression; very few symptoms to none. Hip and back pain totally gone. Feeling back to myself before essure.